Event description:
A size 6 french sheath was introduced to the right femoral vein for inferior vena cava (ivc) filter deployment. The opt-ease ivc filter advanced to right femoral sheath and the physician was unable to pass the ivc filter through the sheath to deploy.